Event description:
It was reported that the patient had been pain-free following a trans obturator tape (tot) procedure in 2020 using an obtryx ii system - halo device. However, in late (B)(6) 2025, the patient began experiencing a urinary tract infection (uti) accompanied by various types of pain, including vaginal pain, leg pain, and pain in the left buttock, as well as a burning sensation in the bladder. Despite multiple medical consultations and treatment with painkillers and anti-inflammatory medications, the patient's symptoms progressively worsened and eventually became unbearable. Clinical observation revealed that the left side of the sling was located in close proximity to the vaginal wall, and the patient experienced pain in the region of the left obturator foramen. Due to the persistent and severe nature of the symptoms, the patient underwent surgical removal of the left portion of the sling on (B)(6) 2025.

Manufacturer narrative:
Block h6: the imdrf patient codes capture the reportable events of: patient code e1310 captures the reportable event of urinary tract infection. Patient code e2330 captures the reportable event of various types of pain, including vaginal pain, leg pain, and pain in the left buttock. Patient code e1705 captures the reportable event of burning sensation in the bladder. The imdrf impact code capture the reportable event of: impact code f2303 captures the reportable event of painkillers and anti-inflammatory medication. Impact code f2303 captures the reportable event of surgical removal of the left portion of the sling.